Event description:
Customer reported defibrillator did not power up when connected to a pt for monitoring purposes only. No adverse pt outcome. Service rep unable to duplicate reported condition. Proper operation of fdevice confirmed.